Event description:
It was reported that the camera head had poor video image quality. There were no reports of patient harm.

Manufacturer narrative:
E1 address: (B)(4). The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found defective images, holes on the camera cable, water immersion in the main unit's imaging, and corrosion on the video connector. Based on the results of the investigation, it is likely that the following led to the malfunction: the camera cable had a flaw (hole), and it was assumed that moisture had penetrated inside the cable, resulting in flooding of the main unit's image capture. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.